Manufacturer narrative:
Reported event: an event regarding packaging issue involving a tritanium shell was reported. The event was confirmed. Method & results: -device evaluation and results: the visual inspection (pictures) shows the white powder over the implant. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the images provided confirmed the event of white powder on the implant however, the exact cause of the event could not be determined because the device and packaging was not returned for evaluation. Analysis performed by the packaging team determined that the issue did not originate within the packaging cell process. See attached memo for details. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Event description:
Opened a 72 tritanium cup and it had white powder all over it. Patient was on the table and the doctor didn¿t have time so he washed it off and inserted it in the patient. It was further reported that it was the patient's left hip revision. The patient was very unhealthy to start and due to the amount of blood he was loosing and other factors the anesthesiologist was struggling to support the patient. It was also a fairly long surgery due to the difficulties removing the previous depuy cup.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Implanted in patient.

Event description:
Opened a 72 tritanium cup and it had white powder all over it. Patient was on the table and the doctor didn't have time so he washed it off and inserted it in the patient. It was further reported that it was the patient's left hip revision. The patient was very unhealthy to start and due to the amount of blood he was loosing and other factors the anesthesiologist was struggling to support the patient. It was also a fairly long surgery due to the difficulties removing the previous depuy cup.